Event description:
It was reported that the device was explanted due to high current drain, battery depletion after 18 months, and no pacing. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to premature battery depletion, caused by high current drain, observed during review of the save-to-disk file. It was noted that the patient received no shocks and very little pacing with the device. It was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Other: it was reported that the device was explanted due to premature battery depletion, caused by high current drain, observed during review of the save-to-disk file. It was noted that the patient received no shocks and very little pacing with the device. It was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device was out of specification in a manner that relates to event, battery, premature discharge of.